Manufacturer narrative:
.

Event description:
On (B)(6) 2013 it was reported that the patient was going for a revision surgery of the vns because the generator was replaced in (B)(6) 2013 but was found to be non-functioning. No further details on the event were provided. On (B)(6) 2013 pre-operative interrogation indicated the patient was at settings of output=1.50 ma/frequency=30 hz/pulse width= 500 usec/on time=30 sec/off time=3.0 min/magnet output=2.00 ma/magnet on time=60 sec/magnet pulse width=500 usec/ ifi=no. Pre-operative system diagnostics indicated high impedance with an impedance value greater than 10,000 ohms. The surgeon displayed the patient¿s x-rays on the monitor in the operating room and no obvious issues were observed in the visible portion of the lead however the lead pin could not be visualized to be fully inserted into the connector block. The surgeon then explanted the patient¿s generator and tested the generator using a test resistor. A diagnostics test with the generator and the test resistor indicated results within normal limits of output=ok/lead impedance=ok/impedance value=4021ohms/ifi=no. The surgeon then removed the test resistor and re-inserted the lead pin into the generator . Proper pin insertion was verified and three clicks of the screw were heard when the set screw was tightened. Two system diagnostics tests were performed after the lead pin was re-inserted and the set screw was tightened and results indicated output=ok/lead impedance=ok/impedance value=3378ohms/ifi=no and output=ok/lead impedance=ok/impedance value=2921ohms/ifi=no. The patient was left at the same settings as those during pre-operative interrogation. It was clarified that the surgery on (B)(6) 2013 had been to correct the high impedance due to the pin not being fully inserted into the generator from the generator replacement surgery that had occurred on (B)(6) 2013.